Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. Invalid data in cardiac compass was noted on the implantable pulse generator (ipg). Atrial events appear to be falling into blanking/refractory at times possibly triggering atrial tachycardia (at) / atrial fibrillation (af) device classified termination of at/af event in progress. The ipg remains in use. No further patient complications have been reported as a result of this event.